Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Item broke during surgery with normal indicated use of the instrument whilst inserting the pinnacle cup. Pictures take and instrument disposed of. No adverse outcome. Additional set opened. No delay to surgery or patient impact.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. All available product photographs were reviewed. Based on the photo evidence received, complaint is confirmed. It can be observed that the end of the handle broke off. Strike end is separated from the rest of the instrument. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.